Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for rv lead test due to trending high lead impedance. There have been some instances of oversensing episodes, which the abbott technical service reviewed, and indicated that it appears to be noise on the rv lead. Externalized conductors was suspected. An x-ray was performed and there was no externalized conductors. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable.